Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During initial implant procedure, the stylet wasn't able to advance into the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The reported event of the stylet unable to advance into the right ventricular lead was confirmed. As received, complete lead was returned in one piece. X-ray inspection of the lead found an overtorqued inner coil at the connector region. The stylet insertion test found unable to insert the stylet beyond the connector region. The cause of the reported event was due to an overtorqued inner coil at the connector region consistent with procedural damage.